Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 543 mg/dl at the time of incident. The customer was treated with bolus. The customer alleges pump was under delivering because they had unexplained high blood glucose. The customer stated the drive support cap appears normal. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The device will not be returned for analysis.